Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the architect analyzer generated falsely decreased sodium results on one patient compared to the gem method. The doctor questioned results from life lab (non-abbott instrument) and requested a new sample be run on the architect. The results provided were: architect - na = 110 / gem results - na = 138 / life lab = 110. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
An evaluation was performed by reviewing the c401713 instrument logs and service history, complaint text, other customer complaints for similar issues, and a review of labeling. The customer observed a lipemic, milky patient sample generating false low sodium, potassium, and chloride results when tested on the architect c401713 (which utilizes indirect measurement) but higher expected results when tested on a gem 4000 (which uses direct measurement). No returns were available for the investigation. A review of the architect system operations manual shows adequate information is provided regarding the handling and troubleshooting of lipemic specimens. A review of complaints did not identify any related issues or trends. Based on this investigation neither a deficiency nor a malfunction were identified for the architect c401713 and/or ict module ln (B)(4)..

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended, and conclusions code was corrected from (B)(4).